Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported leaving the cassette inside the cycler after her treatment was over. The following day when she opened the door to remove the cassette fluid leaked out. Upon follow up, the patient's pd nurse stated was notified of this incident. According to the pd nurse, the patient reported the fluid leak came from the cassette. It was also noted the patient did not experience any adverse events or missed any treatments as a result of this incident.